Event description:
It was reported that the patient with this right atrial (ra) lead developed a hematoma. A second procedure was performed to reposition the system from right side to left side. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).